Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device had a self test error. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the customer wanted to consult on self test. There was no patient involvement. The customer called in requesting information on how to do the self test with no device malfunction. The customer was provided requested information. The device remains at the customer site and no further evaluation is required at this time.